Event description:
It was reported that the head of the screw was torn from the screw shaft. No patient complications were reported.

Manufacturer narrative:
The reports are being submitted as a part of a retrospective review, after acquisition of amt by medtronic. (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.